Event description:
The hospital reported that vasoview hemopro 2 cut and seal device was missing a small piece approximately 0.5mm in length on one side inside the jaws.

Manufacturer narrative:
Tw ID#:(B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000375502 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.